Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The complaint could not be verified. The returned lead exhibited normal electrical characteristics including lead impedance. Analysis was normal. No anomaly was found.

Event description:
It was reported that there was high impedance of greater than 3000 ohms. There was no egm on psa. The lead was not implanted.